Event description:
It was reported that patient had developed increased spasms after her last refill in (B)(6) 2013 that led her to seek troubleshooting at her implanting center around (B)(6) 2013. While there, they found her reservoir empty although it was not to be for a few more months. They believed that patient may have had a partial pocket fill at her last fill. Drug in the pump was baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).